Event description:
During evaluation of a returned homechoice (hc) machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1604ml, indicating the home patient (hp) drained 1604ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Review of the event log found evidence of the iipv event. The cause was determined to be one or more cycle advanced to the next fill when a slow or no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.